Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black screen. The customer¿s blood glucose level was 8.9 mmol/l. The customer was assisted with troubleshooting and the black screen did not disappear. The customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.